Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. The device manufacture date is under investigation. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope communication error b30 occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h8, g2, g3, the aware date should be 09-nov-2020. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was indicated that error b30 occurred because the electrical contacts of the connection socket were corroded. Additionally, it was reported that an endoscope could not be removed from the device due to physical damage on the connector. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.